Event description:
A patient reported experiencing inaccurate high results using a lifescan meter. The patient's blood glucose results were 300mg/dl (meter), 80mg/dl (lab). Tests were done within <30 minutes with a difference of 220mg/dl. Patient did not experience any adverse events. No further information has been reported.